Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received critical pump error alarm. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. Customer reports they received a critical pump error image on the pump screen. Customer also reported that, the pump has been damaged after dropping in water. Customer advised to replace the pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.